Event description:
Caller states the pt tested. 1.7 inr on the coaguchek s system, and 2.2 inr on the coaguchek xs system. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system. Reference medwatch report with a1 pt for the suspect device used in the coaguchek s system.